Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that while patient was in clinic that the power port was very loose. There was no disruption noted in power to the controller. The vad coordinator switched out the controller with no incident. There was no effect on the patient.

Manufacturer narrative:
This complaint, MFR # 3007042319-2016-02806, was entered as a duplicate from MFR # 3007042319-2016-02555.